Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that dislodgement of the right ventricular (rv) lead was noted. A lead revision procedure was attempted, however, repositioning was unsuccessful due to difficulties maneuvering the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.